Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 28-year-old female patient who had essure (batch no. 641415) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010. The patient's medical history included multigravida, parity 5, gestational diabetes, polyhydramnios and mitral regurgitation. Never smoker. Previously administered products included for an unreported indication: mirena in 2008. Concurrent conditions included folliculitis, menstruation irregular, abdominal pain, flank pain, fever, renal colic, hypertension and morbid obesity. Concomitant products included acetylsalicylic acid (aspirin), atenolol, ergocalciferol (vitamin d2), insulin, metoprolol, nifedipine (procardia) and simvastatin (zocor). In 2009, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced headache ("headaches"), abdominal pain lower ("abdominal pain"), arthralgia ("joint pain"), back pain ("back pain") and migraine ("migraines"). In 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain lower, arthralgia and back pain was resolving, the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dyspareunia and headache outcome was unknown and the cystitis, urinary tract infection and migraine had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff experienced another pregnancy episode with essure in 2016 captured under the case (B)(4). Child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 159.184 kgs. Ultrasound pelvis - on 08-sep-2010: no evidence for retained products. Thickening of endometrium as described. Ovaries not seen. Miscarriage, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 28-year-old female patient who had essure (batch no. 641415) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010. The patient's medical history included multigravida, parity 5 and gestational diabetes. Previously administered products included for an unreported indication: mirena in 2008. In 2009, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(4)2009, the patient had essure inserted. On (B)(4)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In july 2009, the patient experienced headache ("headaches"), abdominal pain lower ("abdominal pain"), arthralgia ("joint pain"), back pain ("back pain") and migraine ("migraines"). In 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(4)2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain lower, arthralgia and back pain was resolving, the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dyspareunia and headache outcome was unknown and the cystitis, urinary tract infection and migraine had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, arthralgia, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 159.184 kgs. Most recent follow-up information incorporated above includes: on (B)(4)2018: plaintiff fact sheet received. Patient demographic information and relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (641415) added. Event onset dates added. Event outcomes updated. New events bladder infection, urinary infection, headaches, dysmenorrhea (cramping), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abdominal pain, joint pain, back pain, migraines added incident~ we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.